Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer was asymptomatic and had contact with a healthcare professional (hcp) and non-hcp who administered sugar via an IV for treatment. In addition, the customer self-treated with food. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, acceptable additional carbon print and deformed snaps were observed. This causes poor connection between the rubber contacts and pcb contacts, which may cause the sensor plug to be unable to form a proper seal. Applicator and sensor pack not returned. An extended investigation has been performed. Visual inspection was performed on the retuned sensor and plug assembly. Sensor plug was found with minor and acceptable carbon print, and with cosmetic flaw in the snaps. The sensor initial data (log) was reviewed. Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor. A functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor battery voltage was measured and was within the specification. Accuracy test, accuracy tool test, poise voltage test and thermistor gross function test were performed with known good battery. The returned puck passed accuracy test with a result which falls within specification indicating no accuracy issues were present in the puck which was also confirmed with the accuracy tool test which passed. Poised voltage was measured and returned a result which also falls within specification indicating no issues with electrical signal lines integral to the glucose reading process of the returned puck. A sensor thermistor testing was performed, and the puck temperature was observed to be within range of room temperature specification, indicating that the puck's thermistor was fully functional. DHR review shows the sensor passed all tests during manufacturing and at release. The returned sensor passed all testing, and no evidence of a product malfunction was observed during the investigation. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed all pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer was asymptomatic and had contact with a healthcare professional (hcp) and non-hcp who administered sugar via an IV for treatment. In addition, the customer self-treated with food. There was no report of death or permanent impairment associated with this event.hba1c level: "60+".

Event description:
A "scan again in 10 minutes" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer was asymptomatic and had contact with a healthcare professional (hcp) and non-hcp who administered sugar via an IV for treatment. In addition, the customer self-treated with food. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.